Manufacturer narrative:
Device malfunctioned. The broken plate has been removed from the patient. Reconstruction surgery has been performed and patient is recovering well.

Event description:
A bridge plate broke a few months after it was initially implanted on (B)(6) 2015. According to the surgeon, the breakage could've occurred between 6 to 10 weeks of application. The same surgeon performed the reconstruction surgery by removing the broken plate and replacing it with another plate. The patient did not encounter adverse complication or other injury due to the incident. No complication or discomfort was noted by dr. (B)(6) on patient during the initial surgery. The surgeon describes the patient as a non-smoke and has adequate bone quality for a (B)(6) individual. He also added that the patient has mild parkinson's disease, but no noticeable tremor. Dr. (B)(6) recommends patient who underwent this to not exceed (B)(6) lbs of weight bearing when performing activities of daily life. The patient was working on active/passive hand range of motion during the rehabilitation period. After the removal of the damaged bridge plate, the surgeon resulted in using another plate to rectify the issue. The patient is doing well after reconstruction surgery.